Event description:
(B)(4).

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record showed the device had a manufacture date of 20mar2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(6) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode. CAPA reference: n/a the customer stated that there was no patient involvement.

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record showed the device had a manufacture date of (B)(6) 2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in trackwise which did not confirm similar complaints with the same or related failure mode. CAPA reference: n/a. The customer stated that there was no patient involvement. Device was not returned to manufacturing facility

Event description:
(B)(4). A trackwise file was not created for this report because this is considered a customer inquiry, (requesting assistance with transfer network configuration) and not an allegation of a product deficiency (complaint). If you have additional information that indicate a product deficiency occurred, please let me know. (B)(6). Spec, customer advocacy. Complaint management. (B)(4). (B)(6) need assistance on 8100 s/n (B)(4) is showing error code 2-32-806, I suggested to (B)(6) to re-flash the pump module. The firmware for 8100 might be corrupted. (B)(6) will try my suggestion. There was no patient involvement.